Manufacturer narrative:
On 8/14/2019, it was reported to mentor that the date of explantation will be (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/4/2019, during evaluation of the sample, it was observed to be intact. Leak testing revealed there was leakage from a tear measuring approximately 0.2 cm in the anterior aspect. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/8/2019, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. One 275cc implant received. No lot number found on implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor siltex contour profile moderate 275/300cc saline breast implants which the left side deflated and the right side has issue with capsular contracture baker grade 2 1/2 after implantation. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.